Manufacturer narrative:
A ge service representative performed an onsite investigation. A nut was tightened. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the cable to the system's c-arm was pushed in. No pt injury was reported.